Manufacturer narrative:
Pump was received with a blank display, problem isolated to the pcb 1. Unable to verify replace battery now alarm, low battery alarm and perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was 95 mg/dl at the time of the incident. The customer stated that the alarm occurred less than 10 hours from low battery. The product was returned for analysis.